Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was having elevated lactate dehydrogenase (ldh) levels that resulted in admission for device thrombosis evaluation. The patient was subsequently transplanted. No other information was made available.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while the device was supporting the patient. Examination of the pump¿s blood-contacting surfaces upon disassembly also revealed a deposition in the proximal side of the outlet stator, surrounding the bearing ball. Its non-laminated structure indicates that this deposition did not initially form in the outlet stator. Furthermore, this deposition lacked denaturation and was not adhered to any of the device¿s surfaces. The origin of this deposition and the duration which it was within the pump could not conclusively be determined. Although a root cause for the formation of the observed thrombi could not conclusively be determined through this evaluation, they could have contributed to the report of elevated lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was initially recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
Approximate age of device: 68 days. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.